Event description:
On or about (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling with the intention of treating her stress urinary incontinence. It was alleged that, "after, and as a result of the implantation of the product," the plaintiff, "suffered serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, infection, urinary problems, and other injuries." It was also alleged that the plaintiff has experienced "mental and physical pain and suffering, has required additional medical treatment, and may require additional surgery, and has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.